Event description:
Customer reports discordant results on multiple pt samples for color and leukocytes.

Manufacturer narrative:
Customer was advised to clean calibrator square as it was shown to be dirty upon visual inspection. In addition, customer was unable to show any evidence of quality control on the system. Customer reports pt was treated after result of positive leukocytes obtained. Customer sending bottle of urine strips back to MFR for testing. In addition, customer reports they will order quality control material and will not perform any pt testing until instrument passes all quality control testing. Returned reagent strips contained evidence of compromised condition. Reagent blocks discolored and check of desiccant indicated ti was saturated and no longer effective. This indicates improper reagent storage.